Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that during a refill appointment over a year ago the pump still had 10cc of drug left in the reservoir. The caller stated that usually on average when the pump was refilled there was 2-3 cc of drug left in the reservoir. It was noted that the pump would start alarming a couple of weeks after a refill. There were no volume discrepancies noted on past refills. No symptoms were reported. No further complications have been reported as a result of this event.